Manufacturer narrative:
The handpiece was tested against the valid specification. A visual check showed already that the head had a dent. This is the result of external strong forces, e.g. A hit due to dropping it. It causes a misalignment of the inner spinning parts, hence higher friction is resulting in stronger wear and higher temperatures. After disassembly it was found that inside the handpiece was a lot of black gritty debris indicating issues with lubrication and reprocessing. In addition it was found, that the handpiece was not assembled according to the specifications. Specifically, the spring for the back cap/ push button was missing. This causes the push button to stick in, rubbing at the spinning inner parts and heating up quickly. Therefore for the user the handpiece felt not hot, as only the push button heated up. To avoid such issues the IFU contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: 2.2 improper use because the operation with an electric motor involves a higher torque, patients, users and other people can suffer injuries and serious burns if an instrument is damaged or used improperly. Check the technical condition before each use. Never press the push-button during operation of the device. Never use the instrument to keep the cheek, tongue or lip at a distance. Never touch soft tissue with the handpiece head or instrument cover. 2.3 technical condition a damaged product or not kavo original components could injure patients, users or third parties. Only operate devices or components if they show no signs of damage on the outside. Check to make sure that the device is working properly and is in satisfactory condition before each use. Have parts with sites of breakage or surface changes checked by the service personnel. If the following defects occur, stop working and have the service personnel carry out repair work: malfunctions, damage (e.g., from dropping), irregular running noise, excessive vibration, overheating, dental bur is not seated firmly in the handpiece. To ensure optimum function and to prevent property damage, please comply with the following instructions: service the medical device regularly with care products and systems as described in the instructions for use. The device should be reprocessed and stored in a dry location, according to instructions, if it is not to be used for an extended period of time.

Event description:
Dentist removed the pre-existing crowns when patient complained about pain in the cheek area. Dentist was able to see a white circle burn on the inside of the cheek. The dentist tested the handpiece afterwards and recognized that a couple times the bur was wanting to stop on her. The push button was getting extremely hot but never that handpiece itself was hot to her hand.